Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post paced t wave oversensing on the ventricular channel. Recommended programming changes will be made during next follow up.